Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged when the foot end brake/steer pedal is engaged into brake, the foot end casters engage but the head end casters to not. The head end brake/steer pedal will engage both the head and foot end casters into brake.